Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A device history review and service history review was completed and no issues were found. A review of the even history log revealed no device failure or malfunction that could have caused or contributed to the event.

Event description:
It was reported a home patient died coincident to peritoneal dialysis (pd) therapy with the homechoice cycler. Prior to the patient's death, the patient went into the hospital for leg surgery for an unreported indication. Following the surgery, the patient experienced an unspecified complication of surgery and the patient's heart gave out. Official cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.